Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material remained in the device due to the physical damage on the device. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the plastic distal end cover has foreign objects attached. Additional findings were as follows: due to a pinhole on channel tube, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover, the connecting tube all had a scratch, the adhesive on bending section cover has a chip, the channel-tube has a scratch, the universal cord has a scratch, the universal cord has coating peeling, the light guide lens has a crack, and the plastic distal end cover has a dent. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. It is unknown if there was any lag between the end of clinical use and the start of pre-washing. Pre-cleaning: it is unknown if the facility flushed the air/water nozzle with detergent solution. It is unknown if the brushed points for air/water channel were performed with clean lint ¿free cloths, brushes, sponges. It is unknown if the facility noted that there were any abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the channel had a pin hole on the evis lucera elite colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object was attached to tip cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.